Event description:
It was reported that "the trial head got stuck inside of the trial liner and would not articulate inside of the liner."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.